Event description:
Rptr called on behalf of grandmother. Rptr had been getting the er1 messages. Rptr retested and received a blood glucose reading of 113 mg/dl. Rptr has used color chart. Rptr's technique and maintenance of meter seem satisfactory. Rptr ran test while on call and blood glucose result was 117 mg/dl with range of 89-123 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8